Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v581929, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the event was urinary tract infection (uti). It was noted that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that interventions included medical or non-surgical therapy. It was noted that there was a one-time dosage of morphine and zofran. It was noted that cipro was prescribed. It was noted that the etiology was new illness or injury. It was noted that signs and symptoms showed decrease appetite and pain only. It was noted that there was flank pain on right side.